Event description:
The physician was performing quadrant cuts in a highly calcified lesion, when during the second insertion there was a perforation in the vessel. A stent was placed to resolve the perforation.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable. Additional information has been requested. Should the information become available, we will issue a supplemental report.